Manufacturer narrative:
Review of the intraoperative system logs found the system functioned normally and there were no indications relating to this event. Log review of the five subsequent procedures found the system functioned normally; no intraoperative events or issues found. The following instruments were used during the procedure: 30 degree endoscope plus, fenestrated bipolar forceps, monopolar curved scissors, and prograsp forceps. A site history review found no complaints have been received for the instruments used during this or subsequent to this procedure. The customer reported that the hem-o-lok clips may have become dislodged. However, system logs confirmed that a da vinci clip applier instrument was not used during the procedure, indicating that a third-party clip applier was most likely used. A review of the event was conducted by an isi medical officer the patient in this report died as a result of bleeding during a nephrectomy where an issue happened either with placing a hem-o-lok clip or an injury to the vessel at its origin at the aorta. Insufficient information is provided to determine how this bleeding occurred and what was done in an attempt to resolve the bleeding. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that during a da vinci-assisted left nephrectomy for renal cell carcinoma with bone metastases, the patient experienced acute intraoperative bleeding from the left renal artery. It remains unclear whether the bleeding was caused by loosening of the central hem-o-lok ligature during preparation and transection of the artery or by a tear of the renal artery at its origin from the aorta. The event resulted in massive hemorrhage, and the procedure was converted to open surgery to control the bleeding. Despite the resuscitation efforts, the patient died. The official cause of death was acute hemorrhagic anemia, hemorrhagic shock, and cardiopulmonary arrest.